Event description:
It was reported that the coil could not be withdrawn. The target lesion was located in the middle sacral artery. A 8mm x 40cm interlock .035 embolics was selected for use. After a small part of the device was pushed, it was noted that the shape of the coil was not good. The physician tried to withdrew the coil, but it could not be withdrawn, so the physician retrieved the catheter and the coil. It was found that the coil malfunctioned. The procedure was completed with another of the same device. No complications were reported and the patient is stable.